Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that the cleo 90 infusion set cannula appeared to have separated from the plastic on the adhesive. The patient's blood glucose level elevated to 400mg/dl and was resolved with a manual injection. Unknown patient's condition at this time.